Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind, prime, seating, basic occlusion test, force sensor test, occlusion test, and active current measurement. No alarm unspecified noted however, insulin pump received pump error during self test unexpectedly, failed sleep current measurement and received unexpected battery power loss, problem isolated to internal lithium battery. Pump error confirmed in pump history files and in power graph. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.